Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator experienced a blank screen on start up. The customer confirmed that the device does boot up. However, display remains blank. The customer also confirmed that there was no patient involvement associated with the reported issue.